Manufacturer narrative:
Device not returned.

Event description:
The endotine was implanted in the patient during a normal procedure. On (B)(6) 2017, the facility reported that it now appears that the implant is not holding the tissue. On june 20, 2017, microaire was notified by the facility that revision surgery is required.